Manufacturer narrative:
Product event summary: no anomalies found.

Event description:
It was reported when the technical consultant tried to calibrate the stylus pencil several times, the stylus pencil did not calibrate. The programmer was returned for service. There was no patient involvement.